Event description:
When the physician was using the buckwalter, a metal piece from ratchet broke off. The piece was found and the instrument was removed from service. An x-ray was taken at the end of the case and a second x-ray taken per physician and read as inconclusive.